Manufacturer narrative:
H11: this supplemental report is being submitted to clarify that the field action was initiated on the capital equipment (venclose¿ digirf¿ generator), not on the disposable catheter referenced in the initial report. The catheter was not the subject of the recall. The recall information and associated z-number previously included in the initial MDR are being removed as they do not apply to this device. Manufacturer report numbers for the generator involved in the field action are 3011879048-2025-00076 through 3011879048-2025-00091. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the generator screen displayed a red x when the catheter was plugged in. The procedure was completed using another catheter. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the generator screen displayed a red x when the catheter was plugged in. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: the catheter lot number was provided by the user facility. A review of the device history records was conducted, verifying the lot met all release criteria prior to being released for distribution. The physical device was not returned for evaluation. No photos were provided for review. A voluntary field action has been initiated for venclose¿ rf ablation catheters. Software version 3.35 of the venclose¿ digirf¿ generator includes a self-check feature intended to identify internal wiring issues in venclose¿ rf ablation catheters. This check runs after the catheter is connected to the generator and before the procedure screen appears. If the catheter fails this check, the generator displays a ¿red x¿ without an error code, rendering the catheter unusable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.